Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v655476, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient had been in the hospital for a week. The reason for hospitalization was not related to the device and they went into the hospital because they pretty much collapsed. When the patient got out of the hospital they had to go and have an MRI and the reason for the MRI was that the patient had been getting tingling and numbness down their leg since (B)(6) 2014. The tingling and numbness were not related to the device and was related to a bad car accident. They wanted to do an MRI on the patient¿s spine and the patient did not think to check the MRI guidelines. The MRI was 3 days ago, it was a full body MRI, and the patient did not turn stimulation off prior to the MRI. Following the MRI in the afternoon when the patient got home they started noticing burning and tingling around there. The patient was now concerned. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.